Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
The medtronic representative reported visited the hospital 30 minutes after the site called medtronic technical services. Checked the registration procedure and navigation was inaccurate, replaced the mobile emitter and navigation was deemed accurate. Issue resolved. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: axiem emitter. Emitter was replaced and accuracy was successfully checked. Issue resolved. Return requested. Replacement emitter shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, an inaccuracy was alleged. After 3 successful registration procedures, navigation was alleged to be approximately 4 millimeters inaccurate. The site representative stated that navigation was not essential for this procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned field generator found that the reported event was related to an electrical issue. The field generator was connected to a test system for an accuracy test and did not pass. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.